Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted stent graft at the location of the proximal aortic neck. Vessel morphology is unknown. It was reported that the physician used a 30 cc syringe to inflated the balloon and upon the second inflation of 75% saline, 25% contrast were injected to expand the balloon when the balloon burst. The balloon was removed from the patient and another reliant balloon was successfully used to complete the case. The balloon catheter was discarded and will not be returned to medtronic.